Manufacturer narrative:
Other applicable components are: product ID 3889-28, lot# va05w0p, implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. Analysis of the lead (l/n va05w0p) found the conductor #1 was broken 4.6 cm from the distal end. The functional test found: #0 = 84.5 ohms #1 = open #2 = 83.2 ohms #3 = 82.3 ohms #1 and #2 shorted together.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a symptom return. It was unknown what environmental/external/patient factors that might have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. There was a revision of the lead. Lead breakage was a possibility. The battery was close to the end of life (eol) so the physician decided to implant a new one. The issue was resolved at the time of the report. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.